Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedance measurements. Technical services (ts) confirmed that this was a gradual rise. A reprogramming was performed, and ts recommended lead replacement. No adverse patient effects were reported, and the lead remains in service.